Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument plastic part is damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter cannot provide additional details without the instrument or its tag; the instrument has already been submitted for review. They apologize and note that no incident reports were filed from the case, indicating no observed patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.